Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: possible rupture.

Event description:
Healthcare professional reported right side "mass and discomfort, possible rupture and exchange due to patient¿s concern with textured product." The device remains implanted.

Event description:
Healthcare professional additionally reported "free silicone found in the right implant pocket, but probably secondary to previous ruptured implants" which is not device related, "calcified capsule", "a significant amount of thick viscous fluid surrounding the implant" and "implants intact."

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: the weight the device within specification, deformation, red particles in the shell, white biological tissue in the shell and creases fold. The unit is not rupture cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Because the implant was found to be intact the event of rupture is no longer reportable.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, corrected, and/or changed data: b.5., d.7., h.6.